Manufacturer narrative:
Unit received with unresponsive buttons due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test or self test due to unresponsive keypad. P-cap / reservoir locks properly into place. Unit received with cracked battery tube threads, pillowing keypad overlay and scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on battery compartment. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.